Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. The adhesion/clogging of the material on the glue at the bending section cover or distal sheath (black covering of the bending section) was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever, the image had a partially dark area due to a chip on the objective lens, bending angle in the up direction did not meet the standard value due to wear of the angle wire, plastic distal end cover had a chip, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's adhesive on the bending section cover had foreign objects. There were no reports of patient involvement.